Event description:
It was reported by the patient that one week following a coronary drug eluting stenting treatment procedure, he experienced chest pain. The patient had a 2.75x24mm taxus express2 drug eluting stent implanted in an unspecified vessel. One week later, the patient developed chest pain while walking, which lasted for two weeks. Then the patient states that he developed chest pain that is continuous whether at rest or while walking. The patient reports that he has seen a health care professional who performed a "nuclear scan which was normal". The patient also stated he was going to have a cat scan performed. Additional information has been requested from the facility where the stenting procedure was performed, but has not been received as of this date.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient; therefore, no analysis could be performed. The manufacturing records for top assembly batch 8387583 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.